Event description:
Complainant experienced a chemical burn in her vagina and outside of her vagina from a tampon. She said she purchased, and used tampons from this box last month and this month without a problem until 2008. On this day, when she removed a tampon it fell apart. The next day she used another tampon, and she had to remove it after 10 minutes due to a severe burning sensation. It hurt so bad that she had to remove the tampon while she was driving. She went to her ob, and her ob said that she had severe chemical burns inside and outside of her vagina and petechia. She said there is swelling and a white/yellow coating inside of her vagina and that the outside is swollen, red, burning, and bleeding. She said her ob gave her an estrogen vaginal insert to reduce the swelling and that she has a f/u appointment scheduled for the next day. Her dr advised her to contact FDA. Complainant is an rn. There is only 1 tampon left from this box. The complainant has opened it and said it appears normal. The complainant saved the tampon that caused the burn, and would like it tested. Complainant does not have the box, so there is no labeling info available. She said she thinks it was a super absorbency, but could have been from a box containing various sizes.